Event description:
Customer had a fasting lab comparison performed. The lab result was 100mg/dl and the device reading was 284mg/dl. No treatment was given. Unk if controls were in use. A request was made for the return of the suspect device and replacement prod was sent.